Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed immediately after recovery. A "requires maintenance" alert was triggered, and the latch produced repeated clicking sounds. A field service engineer did not find any issues upon arrival. However, the engineer cleaned and reworked the latch on door 3 and also cleaned all other latches as part of preventive maintenance while on site. The door was tested and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower was door failed and latch repeated clicking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.